Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working and was unable to log on to device. A field service engineer (fse) reviewed reports of intermittent keyboard failures, where the keyboard briefly functioned after a device reset but later failed with blinking indicator lights. The fse inspected all keyboard and internal connections, cleaned dust and debris from the electronics drawer, and confirmed that the keyboard was properly connected, indicating an internal keyboard failure. The fse replaced the keyboard as a complete assembly and verified correct operation of all keys, including the numeric keypad and scroll lock function. The new keyboard functioned as expected, resolving the issue and general inspection was completed, cable connections were verified as secure, cables were rerouted to prevent damage, and the barcode scanner and zebra printer functionality were confirmed as working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not functioning, and users were unable to log in to the device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.